Event description:
It was reported to st. Jude medical that the device was explanted due to premature battery depletion. No diagnostics or device charge history were available to determine if this is normal behavior.